Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening extended on radius and red particles in the shell. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, creases fold, wear abrasion and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. The event of "breastfeeding difficulties" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "pain in breasts, joint and muscle pain, interfere with breastfeeding" and "being 21 when implanted." Healthcare professional additionally reported left side rupture.

Event description:
Patient reported left side "pain in breasts, joint and muscle pain, interfere with breastfeeding" and "being 21 when implanted." Healthcare professional additionally reported left side rupture. Device has been explanted.